Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular lead alert. It was also reported the lead displayed high impedance, noise resulting from a conductor failure and over-sensing artifacts, the lead was possibly fractured, and the sensing integrity count was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.